Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to an infection. Information about primary surgery and explanted products unavailable. The humeral cup was removed and replaced.